Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 45x3.3mm, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. Following pre-dilatation, a 3.50 x 48 synergy drug-eluting stent was advanced for treatment; however, it was unable to cross the lesion. The device was removed and it was found that the distal of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.